Event description:
Pt called to report a pump malfunction with her ms3 pump sn (B)(4). It had her change the battery and then it came up program failure, service needed. She changed to her back up pump with no issues. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 48.9 nkm, frequency: continuous, route: sq. Dates of use: from 10/19/2017 to current. Diagnosis or reason for use: (B)(6).